Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom via social media on (B)(6) 2015 to report that the receiver displayed err69 on (B)(6) 2015. There was no report of injury or medical intervention. No additional patient or event information is available.